Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reverting to the setup mode when attempting to test his blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began at 5:30 pm on (B)(6) 2011. The patient stated that he manages his diabetes with pills, and diet and/or exercise. The patient denied taking any action regarding his diabetes management due to the alleged issue. At 10 pm, after the alleged issue started, the patient stated he felt sweaty. The patient denied receiving any treatment to address his symptom. At the time of troubleshooting, the patient reported that the subject meter was not new, no known misuse of the product and the issue had occurred after replacing the batteries. Per the owner's manual, any time after batteries are replaced the patient must go thru the set up mode again to configure the date and time. The alleged issue was resolved with training. Product replacements were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed a symptom suggestive of hyperglycemia or hypoglycemia after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Manufacturer narrative:
Follow-up #1 (07/29/2011) - device evaluation: the meter involved with this complaint has/have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.